Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her drg system. It was reported the patient experienced leg weakness and a loss of sensation. The issue occurs with the drg stimulation on and off. The neurosurgeon confirmed the leg weakness and foot drop. A myelogram was ordered, however the results were not provided to the manufacturer. Surgical intervention was undertaken and the drg system was explanted and a multi-level decompression was performed. Following the procedure the weakness and loss of sensation were resolved. Additionally, the patient indicated she has begun to regain function and is able to stand.